Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that there was very high co2 levels on both of our chemistry analyzers. We experienced very high co2 levels on both of our chemistry analyzers. It seemed to last only one day and I'm not completely sure what caused it. It may have been a water problem. We have experienced different results on the same edta samples between our dxh800 and 900 hematology analyzers.

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that there was very high co2 levels on both of our chemistry analyzers. We experienced very high co2 levels on both of our chemistry analyzers. It seemed to last only one day and I'm not completely sure what caused it. It may have been a water problem. We have experienced different results on the same edta samples between our dxh800 and 900 hematology analyzers.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.